Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/16/2021. H.6. Investigation: five open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on one sample and a bent non patient end of cannula was observed on the remaining four samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle cannula broke off. The following information was provided by the initial reporter : the customer reported that the needle npe was bent for five products and the picture shows a broken needle.

Manufacturer narrative:
Medical device expiration date : unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle cannula broke off. The following information was provided by the initial reporter : the customer reported that the needle npe was bent for five products and the picture shows a broken needle.